Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where there was a single leaflet detachment. The site is planning for a reintervention but the details for it are not available yet.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11 the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence through follow up correspondences. There is not sufficient information for an investigation to take place on the root cause of why the implant got detached from the leaflet. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Additional information received stated that the slda was discovered during discharge tte. Reintervention attempt occurred (B)(6) 2024. No additional devices were implanted.